Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - existing dental restorations (e.g., crowns or bridges) may become dislodged and require re-cementation or, in some instances, replacement" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "tooth decay, periodontal disease, and permanent markings from stains and decalcification may occur if patients do not brush and floss their teeth properly during treatment or if they consume foods or beverages containing sugar or acids while wearing aligners". The treating doctor shared that the potential root cause of this event could have been patient non-compliance. Based on the available information, the patient reported tooth extraction (permanent impairment to body structure) and the invisalign product was being used, and therefore, an MDR is being filed.

Event description:
The patient reported symptoms of bite issues, tooth #10 extraction, loss of crown on tooth #10, tooth infection and tooth discoloration (tooth unspecified). The patient reported requiring visiting the dentist to alleviate the reported symptoms. The patient reported being prescribed antibiotics to alleviate the reported symptoms. The patient reported discontinuing the use of the aligners on (B)(6) 2023 however, no progress has been reported to the dental office yet.